Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation, and distributor prepared replacement pump, but no additional information was received regarding the outcome of the event.